Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located in the warehouse at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the brakes were worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.